Event description:
Per information provided: (B)(6) 2005 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿through the previous midline incision, right in the mid-abdomen the hernia sac was dissected free and omental adhesions to inferior surface of the ventral hernia was lysed. The hernia sac was cleared and defect was closed primarily with sutures. A bard flat mesh (device 1) was placed over the defect and secured to the anterior fascia circumferentially with sutures.¿ (B)(6) 2009 ¿ patient had recurrent ventral incisional hernia in the right mid abdomen thereby underwent open repair with implant of ventralex mesh (device 2). (Note: there is no operative note provided for this procedure in medical records). (B)(6) 2011 ¿ patient was diagnosed with recurrent incisional ventral hernia and abdominal pain thereby underwent open repair. Per operative notes, ¿significant inflammation around the prior meshes were noted. Multiple pieces of prior mesh (device 1 and 2) were noted and excised completely. Multiple hernia sacs with scar tissues and adherent omentum from underlying peritoneum were excised. The bowel densely adherent to prior portion of mesh was excised. The mesh encountering old seroma pocket and all old meshes (device 1 and 2) were excised completely. Bilateral component separation was performed, and midline fascia was closed and secured with sutures and tacks. The wound was irrigated and closed with staples.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.